Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited noise oversensing. It is suspected that there was a ra lead fracture, however this was not confirmed when the lead was visualized with fluoroscopic imaging. Subsequently, the ra lead was surgically abandoned and replaced. The device remains in service. No additional adverse patient effects were reported.